Event description:
It was reported to our consultant that a vns physicians handheld would not respond taps on the screen. A hard reset was performed and he was still not able to get the handheld to respond. The handheld was returned for analysis. During the analysis it was identified that the touchscreen display was unresponsive. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.